Manufacturer narrative:
Investigation summary: customer returned 1cc, 8mm, 30g syringe in an open blister pack from lot # 8015842 along with a vial of protaphane. Customer states that the needle was detached from the insulin syringe after removing from an insulin medication bottle. The returned syringe was examined and exhibited the cannula separated from the barrel and stuck in the septum of the vial. The barrel was examined and exhibited adhesive runoff onto the barrel with little adhesive observed in the cannula well of the syringe. A review of the device history record was completed for batch# 8015842. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: as per manufacturing, "possible root cause is a barrel not seated correctly on the rack as it was conveyed to the cannulator. This could have caused the adhesive to be applied to the outside of the barrel. The adhesive camera that detects adhesive presence and amount did not kick off the barrel as the camera may have been misaligned or the tooling shifted out of position. This syringe was manufactured pre-CAPA (B)(4), which was for the issue of cannula separates."

Event description:
It was reported that separation occurred with a syringe 1.0ml 30ga 8mm bls 500cas ap. The following information was provided by the initial reporter, "needle was detached from the insulin syringe after removing from an insulin medication bottle.

Manufacturer narrative:
Initial reporter phone# (B)(6). Initial reporter fax#:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred with a syringe 1.0ml 30ga 8mm bls 500cas ap. The following information was provided by the initial reporter, "needle was detached from the insulin syringe after removing from an insulin medication bottle."